Event description:
The customer reported that the device was being used on the pulmonary artery branch during a wedge resection. The surgeon activated the sealing function of the device. An end tone was heard and he tried to advance the knife blade but it would not move forward to cut. He removed the device from the patient. It was noticed that the webbing was protruding from insulated area at this time. The surgeon utilized another device for dissection and bleeding was observed. It cannot be confirmed that the bleeding was from the area where the ligasure device had previously sealed. However, the bleeding was easily controlled with clips and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample was received with the cord removed. Not enough cord remained to splice another one on, so a complete eval could not be performed. The knife does not extend or retract when the trigger is activated. The knife is contacting the back of the seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate.